Event description:
It was noted that there was a hole, in the sterile package (inside the box), of a smart control stent.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of this lot revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Add'l info will be submitted upon 30 days of receipt.